Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. As the device was not returned to edwards for analysis, and the root cause for the severe regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "transfemoral valve-in-valve transcatheter aortic valve implantation (tavi) in a patient with previous endovascular aortic repair (evar)" by dr. Neil ruparelia et al. Published in the journal of invasive cardiology 2016;28(7):e69-e70. Within the context of this article it was learned that a (B)(6) male patient with a 25mm valve implanted in the aortic position, underwent a valve in valve procedure after an implant duration of approximately 4 years due to severe regurgitation. The patient presented with increasing exertional breathlessness (nyha class iii). A 26 mm transcatheter valve was implanted within the existing perimount valve via the transfemoral route. The patient had an uncomplicated recovery and was symptomatically much improved at 3-month follow-up.